Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle visible in the exposed soft cannula. The linkage assembly was observed to not be fully retracted which resulted in the needle not retracting. Inspection of the cannula subassembly found the soft cannula to be kinked and the visible portion of the formed needle to be bent. It could not be determined when or how these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The linkage assembly was not able to fully retract after removal of the top housing due to the bent formed needle. During the removal of the chassis from the bottom housing the linkage assembly and slide retract fully retracted. Inspection of the underside of the top housing found score marks, indicating that the linkage assembly made contact with the top housing during deployment. This misalignment of the linkage assembly prevented the needle mechanism from fully deploying, resulting in the needle failing to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. No further details to report.